Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they had to retrieve the capsule with a snare because it was sitting above the vocal cord. The pt was not injured following the procedure.